Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported that the customer experienced low and high blood glucose levels ranging between 40 mg/dl and 400 mg/dl. The customer also had ketones. The product was not returned. Nothing further to report.